Manufacturer narrative:
Additional information received; it was reported that the delivery system appear normal prior to use. The stent did not respond when the trigger was pressed and was not deployed. After the delivery system was removed from the patient, the graft cover was found to have retracted by approximately 5mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a 45 mm thoracic aortic aneurysm underwent thoracic endovascular aortic repair using stent grafts. Preoperative imaging identified mild calcification of the thoracic aorta and measured the proximal thoracic aorta diameter at 31 mm. The initial stent graft vamf3430c150te was implanted successfully. During the attempt to implant the second stent graft (vamf3838c200te captivia) in the thoracic aorta, the blue handle of the delivery system did not properly engage, and continued rotation produced a "clicking" sound while the delivery system failed to engage. After the trigger was pulled, the blue handle could no longer be moved. The stent graft was replaced due to the delivery system malfunction, and the replacement stent was successfully delivered, resulting in exclusion of the lesion and completion of the procedure. No cause of the deployment issue was provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.